Event description:
Customer reported via phone call that they experienced high blood glucose. Customer's blood glucose levels were 338 mg/dl, 510 mg/dl and 400 mg/dl. Customer's current blood glucose level was 331 mg/dl and while troubleshooting blood glucose level was 346 mg/dl. Customer also reported that the insulin pump had insulin flow blocked alarm, power loss alarm and pump error alarm. Customer was bale to clear alarm and was able to rewind insulin pump. The customer will continue use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.